Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for fluid overload due to an obstructed pd catheter (not a fresenius product) and non-compliance to her pd prescription. The cause of the patient¿s obstructed pd catheter was unknown; however, it was confirmed the patient did not experience a serious injury or adverse event that could potentially cause or contribute to the obstructed catheter. Additionally, it was reported the patient will often prematurely discontinue pd treatments after two or three exchanges (out of 7) which contributed to the fluid overload. The exact type of surgical procedure for the patient¿s obstructed pd catheter was unknown. During this hospitalization, the patient had a central vascular catheter placed (exact date unknown) in favor of hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge. It was confirmed the patient¿s fluid overload due to her obstructed pd catheter and non-compliance to her pd prescription, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to resume continuous cyclic pd on the same liberty select cycler at home upon discharge.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. Inspection of the cassette compartment did not find dried fluid nor particulates, burrs, or sharp edges that could have punctured the cassette membrane. A post- accelerated stress test (ast) was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and a patient pressure sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on the bottom cover next to the recess underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for fluid overload. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for fluid overload due to an obstructed pd catheter (not a fresenius product) and non-compliance to her pd prescription. The cause of the patient¿s obstructed pd catheter was unknown; however, it was confirmed the patient did not experience a serious injury or adverse event that could potentially cause or contribute to the obstructed catheter. Additionally, it was reported the patient will often prematurely discontinue pd treatments after two or three exchanges (out of 7) which contributed to the fluid overload. The exact type of surgical procedure for the patient¿s obstructed pd catheter was unknown. During this hospitalization, the patient had a central vascular catheter placed (exact date unknown) in favor of hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge. It was confirmed the patient¿s fluid overload due to her obstructed pd catheter and non-compliance to her pd prescription, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to resume continuous cyclic pd on the same liberty select cycler at home upon discharge.